Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that multiple cartridge alarm 05s occurred. Reportedly, the customer had followed the prompts during the load sequence. Customer's blood glucose level was 220 mg/dl. A new cartridge was successfully loaded onto the pump to address the alarm, however, a replacement pump was sent to the customer.